Event description:
It was reported that patient was seen with high impedance during a battery replacement after new device was implanted. The old and new generator both showed high impedance. The surgeon determined that based on the condition of the patient's lead determined that the patient's nerve could be damaged if the lead was replaced. The patient's old generator was then re-implanted and the new generator was not used. It was later reported that before the surgery, the coordinator at severance hospital sent the diagnosis of the generator with ¿lead impedance high¿ displayed. They told the coordinator they have to replace the lead during the surgery, and she told that information to the department of neurosurgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.